Event description:
Affiliate reported a patient who was a recipient of a vp shunt started complaining of headaches a few months ago. The shunt was set at 110-120 with slit ventricles. It was also noted that the device could not be programmed. The shunt was tied off and a new device was inserted. The device was set at 150mm h2o.the patient was still symptomatic with very small ventricles. The shunt was then set to 170 & then 200 mmh2o with no relief. An x-ray confirmed the shunt setting was correct. Another shunt revision was performed. A manometer test confirmed the valve was set at 200mmh2o. It was then found that the level dropped to 100mmh2o-head tilted up, fluid level dropped to 20mmh2o. The shunt appeared to be faulty & was revised with a competitor product.

Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does become available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.